Manufacturer narrative:
The investigation has been completed and a different issue was also found. During failure investigation the pump was identified to not charge.

Event description:
It was reported that the customer's pump was corroded. There was no impact to the customer's blood glucose level. During failure investigation the pump was found to not charge.

Manufacturer narrative:
The investigation has been completed and a different issue was found. During failure investigation, the device was identified not charging.

Event description:
It was reported that the customer's pump was corroded. The device was found to not charge during tandem's failure investigation. There was no impact to the customer's blood glucose levels.